Event description:
A peritoneal dialysis (pd patient reported having been diagnosed with peritonitis and was also finishing a regimen of antibiotics. In an additional follow-up, the patient¿s pd nurse reported the patient was having symptoms of abdominal pain. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained. The nurse states the pd culture generated an elevated white blood cell (wbc) count and no organism growth. The patent was initiated on antibiotic therapy with vancomycin and ceftazidime on an outpatient basis. On an unknown date, the patient had a repeat pd culture performed which showed a normal wbc and patient is reported to have recovered from the peritonitis event. The cause of the event remains unknown. However, there were no fluid leaks or any issues with fresenius products in relation to this event.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of pain peritonitis. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty select cycler/liberty cycler set was associated with the event. Based on the available information, the cause of the patient¿s peritonitis cannot be determined. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd patient reported having been diagnosed with peritonitis and was also finishing a regimen of antibiotics. In an additional follow-up, the patient¿s pd nurse reported the patient was having symptoms of abdominal pain. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained. The nurse states the pd culture generated an elevated white blood cell (wbc) count and no organism growth. The patent was initiated on antibiotic therapy with vancomycin and ceftazidime on an outpatient basis. On an unknown date, the patient had a repeat pd culture performed which showed a normal wbc and patient is reported to have recovered from the peritonitis event. The cause of the event remains unknown. However, there were no fluid leaks or any issues with fresenius products in relation to this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.